Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump is under delivering and alarmed insulin pump error 63. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No under delivery anomalies or insulin pump error 63 alarms noted during testing. Device successfully downloaded to thus and carelink. Confirmed 14.225 units of normal bolus on (B)(6) 2021 between 06:33:01.000 and 19:58:12.000 in the insulin pump downloaded history. Insulin pump error 63 variable 3 was noted in the history download on (B)(6) 2021 09:27:44.000 due to broken trace pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and faded serial number label. The p-cap/reservoir does lock properly. Insulin pump passed functional testing and no under delivery anomalies or insulin pump error 63 alarms noted during testing. However, insulin pump error 63 variable 3 was noted in the history download on (B)(6) 2021 09:27:44.000 due to broken trace pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin was under delivering. The user alleged the insulin pump was under delivering insulin due to customer disconnected from the site still the blood glucose was 264 mg/dl. No harm requiring medical intervention was reported. Customer was declined to troubleshooting. The insulin pump will be returned for analysis.